Event description:
Patient reported that on monday afternoon the v-go device fell off 10hrs after applying v-go. Patient stated that she follows all proper procedures when applying v-go, patient places v-go on her abdomen and cleans area with alcohol swab and lets it dry before applying v-go. Patient reported received the corona virus vaccine shot and was experiencing a lot of sweating and patient thinks that may be the cause of the v-go falling off. Patient discard the v-go device.